Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. On 17-june-2024, it was reported by the patient that four infusion sets fell off during use. Infusion set was in use for 1 day. The patient replaced the infusion set and insulin was resumed successfully. No further information available.